Manufacturer narrative:
Device eval summary: as received, the electrode belt trunk cable connector and locking nut were cranked, which would not properly secure the belt in the monitor. The root cause for the cracked connector and locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reported event. During servicing, belt sn (B)(4) was found to have a cracked trunk cable connector and locking nut. The last pt to use this belt did not report any deficiencies.